Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. The articulating arm will not stay in a locked position and moves when any pressure is added. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the vertek arm will not hold its position when the handle has been set. The arm failed the vertek arm force test; the arm should have held with a side force up to 14 lbs but failed at 4.12 lbs. The arm also should have held with a downward force up to 10 lbs but failed at 9.85 lbs. The reported event was confirmed to be caused by a mechanical failure mode. This hardware issue is tracked through hardware defect tracking number mechanical and references to this case have been added to that record.